Event description:
The international customer reported the device displayed pressure sensors failure at startup and diagnostic history included codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was not in use on patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) replaced the data acquisition pcb board to address the reported problem. Final testing was performed per operating specifications.

Manufacturer narrative:
Date rcvd by MFR: 09/08/2014. Conclusion / root cause: the data acquisition was tested and no failures were identified. The 1007, 1110, 110e, 110f & 1113 error codes could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).